Event description:
A customer contacted baxter (B)(4) regarding a transfer set that the patient line broke off inside the cap adapter. The reported condition was not discovered during use with a patient. The sample was available and requested. The lot number was obtained. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process and no deviations from procedures. One used set was received with the cap attached on the dark blue connector and no cap on the patient connector (in reference to separated). The set was visually inspected and noted that both of the occluder feet were broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that indicates possible overtorquing but stress cracking is possible. The results of evaluation confirmed the reported problem. The broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The two most likely causes are the patient overtorquing the twist sleeve in the opening direction and the use of various chemicals to clean the transfer set. Accordingly, the root cause of this problem is unknown. Stress cracking can render sets susceptible to breakage even without clear visual evidence, as determined in the (B)(4) study (B)(4). Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will take further corrective and preventive action(s), as appropriate.